Event description:
It was reported that the physician noted a low-voltage right ventricular (rv) lead alert had triggered in the past and the patient was being seen frequently for follow-up checks due to the lead alerts. It was added the right ventricular (rv) lead performance counters indicated a short circuit pacing (scp) warning; although the pacing impedance that was recently observed was within normal range, there was indication the pacing impedance had dropped to low values, which was reflected by the suspected short circuit pace. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.